Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged and there was damage to the battery cap. This report is made based on results of investigation completed on 10/25/2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/25/2013 with the following findings: during investigation, stripped threads were found in the battery compartment. The battery cap had stripped threads and the contact height was found to be out of specifications.